Manufacturer narrative:
Evaluation summary: the product was returned for analysis and a stutter scratch was observed on the optic which may have been interpreted as the reported complaint - lens had black line through center of lens. Stutter scratches typically result when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned positioned incorrectly in the lens case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is cracked/fractured. The optic is torn/split (cut), has scratches/marks and what appears to be a stutter scratch. Based on the investigation findings, the damage (stutter scratch) may have been interpreted as the reported complaint - iol had black line through center of lens. Stutter scratches typically result when the iol is advanced too rapidly in the cartridge and/or when the iol is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Although the reported complaint is lacking in relevant information such as when the event occurred (before, during or after surgery), the stutter scratch is evidence that the iol most likely passed through a cartridge and the damage (stutter scratch) was most likely caused by the customer during the implantation process. The reported complaint is also lacking in relevant information such as the associated products (cartridge/handpiece/viscoelastic) used; however, from the investigation findings, it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was received. (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a black line running through it. The lens was implanted. Additional information was received stating the lens was removed from the patient's eye. Following the removal of the lens, the patient experienced inflammation.